Manufacturer narrative:
(B)(4). The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split incorrectly along one of the score lines. Despite the damage, the sheath met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report, the sample received, and the comments from r & d, manufacturing caused or contributed to this event. An investigation within teleflex was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one (lot#: unknown). No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "after insertion of the catheter, the user couldn't tear the peel-away sheath properly; the sheath got torn in the middle. Therefore, the catheter was removed and replaced with a new one (lot#: unknown). No injury to the patient occurred". The patient status is reported as "fine".